Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of communication error was confirmed. Device evaluation found that communication error e218 and error e31 occurred. Based on the results of the investigation, it is likely that the following led to error e218 and error e31: the error events likely occurred due to the damage of the image sensor unit or breakage of the mounting of the electric board due to use stress, external factors, or handling. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope encountered communication error e218. There were no reports of patient harm.